Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no motor error alarm during testing noted. The motor was tested outside the unit and passed. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error. It was reported that the customer was treated with shots and bolus. It was reported that they had no delivery alarm. It was reported that they were able to rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.